Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not deliver insulin as intended. Additionally, it was reported that the pump battery intermittently depleted rapidly. There was no reported impact to the customer's blood glucose level. Additional information was not provided and contact declined follow up from tandem technical support. Reportedly, customer reverted to manual injections for insulin therapy.